Manufacturer narrative:
Device not returned.

Event description:
It was reported that the cartridge was leaking at the septum. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose ranged from 286-287 mg/dl.